Event description:
It was reported that during a device change out, the patient's right vnetricular (rv) lead had high thresholds and pacing impedances and was suspected of being fractured. The lead was capped and abandoned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.